Event description:
Hospital representative indicated that the battery was cold (room temp) and had been on the charger for approx. 10 minutes when the battery cell ruptured and casing pieces flew around the room. No injuries were reported. It was requested that the charger be sent in for evaluation, but the hospital said it was currently in use and was charging properly.